Manufacturer narrative:
B1: added product problem. D4: updated device information . D9: updated the devices return information . H6: added code e1302 and a0709 based on a review of the complaint record. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary : placement signal issue: field data logs show the signature of an air gap during calibration which was resolved for the remainder of the case with strong optical signal metrics. There were no defects noted on the returned product. Therefore, the cause of the placement signal issue was determined to most likely be an air gap due to an unintended use error. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Related report: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the introducer (limb ischemia was reported on the introducer).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported event involves a peri-procedural adverse event, ischemia, hemolysis, and serious injury. Limb ischemia may be associated with pressor use and the patient¿s known history of diabetes mellitus, which are recognized independent risk factors for vascular compromise. Per the instructions for use, hemolysis is a recognized potential complication of impella therapy and can occur due to patient-specific factors such as hemodynamic instability, low pulsatility, arrhythmias, or improper positioning. The IFU recommends monitoring plasma-free hemoglobin and adjusting device settings to mitigate this risk. Based on available information, there is no evidence of a causal relationship between the impella cp and the reported events.

Event description:
An impella cp was implanted in a 52-year-old female with a history of acute myocardial infarction complicated by cardiogenic shock, prior CABG, known cad, and diabetes mellitus. During care, limb ischemia was noted on the left foot, and pink-tinged urine was observed, raising concern for hemolysis. Patient survived. The reported event involves a peri-procedural adverse event, ischemia, hemolysis, and serious injury. Limb ischemia may be associated with pressor use and the patient¿s known history of diabetes mellitus, which are recognized independent risk factors for vascular compromise. Per the instructions for use, hemolysis is a recognized potential complication of impella therapy and can occur due to patient-specific factors such as hemodynamic instability, low pulsatility, arrhythmias, or improper positioning. The IFU recommends monitoring plasma-free hemoglobin and adjusting device settings to mitigate this risk. Based on available information, there is no evidence of a causal relationship between the impella cp and the reported events.